Manufacturer narrative:
Upon inspection and testing of the returned device, the reported issue (device turns off) was confirmed and found to be caused due to power failure. The front panel malfunction was found to be caused due to damaged led (light-emitting diode) segment. The front panel and the printed circuit board (pcb) will have to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device turned off automatically and then it turned on and off again without giving any error message. The reported issue occurred during an unspecified procedure. The reported issue is occasional. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the front panel of the subject device was damaged, which is also a potential adverse event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of investigation, the phenomena ¿the device suddenly turns off¿ and ¿the device repeatedly turns on and off without displaying an error message¿ have been reproduced, and they were determined to have been caused by a failure of the patient circuit (pcb) board. The phenomenon ¿front panel led does not function¿ was reproduced and was determined to have been caused by a led segment failure. It was recommended to replace the front panel and main pcb. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.